Event description:
The ge oec 9800 fluoroscopy system had intermittent image quality issues. Images appeared washed out or white during procedures occasionally.

Manufacturer narrative:
A ge oec service rep investigated the issue and re-seated the pcbs and connectors and erased the flash and re-loaded the software. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.